Event description:
It was reported that the programmer was not powering up properly. The programmer was replaced and returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. It was noted that the power bay assembly was broken. (B)(4).